Event description:
The customer reported to olympus, the telescope fell off in the light guide (lg) bundle. The issue was found during reprocessing for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; light guide (lg)-connector was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to fields: e1, e2 (no was inadvertently selected on the initial medwatch, this should have been blank). Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the broken light guide connector was due to excessive use, rough handling, impact, or the device was dropped; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.